Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. This occurred during an unspecified process step in the women medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'low battery / turn off.' Was reproduced. The unit is turn "off" without user when it was tested on battery mode. A review of the history log revealed battery alert not charging and improper shutdown messages . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed wireless battery module (wbm). The wbm requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.